Event description:
This report indicates three (3) malfunction event. A review of the event involved the device(s) having a fractured abutment screw. No patient adverse event was reported. No information regarding patient demographics were provided.